Event description:
The user facility reported that the weld was fractured on the housing during a medical procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed with no adverse consequences, no medical intervention and no surgical delay.

Manufacturer narrative:
The reported event, was confirmed. A picture was attached at intake. It was visually observed a weld fracture.